Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys amh (amh) on a cobas e 411 analyzer (disk system). The initial result was 0.030 ng/ml with a data flag. This result was reported outside of the laboratory where it was questioned. On 19-dec-2023 the repeat result was 2.85 ng/ml. This result was believed to be correct.

Manufacturer narrative:
The amh reagent lot number was 73069700 with an expiration date of 30-jun-2024. The field service engineer (fse) completed instrument performance testing with acceptable results. No instrument issues were identified. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. No relevant alarms were observed on the alarm trace data from the day of the event. Liquid flow cleaning (lfc) was recommended on (B)(6) 2023. A "sample lld malfunction during movement" alarm was received. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information, the cause of the event could not be determined. The investigation did not identify a product problem. The event is consistent with a preanalytical issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent problem was not present, because the qc prior to the event was within ranges.